Event description:
It was reported the patient's heart rate was low post device implant. An x-ray was taken and it was confirmed the tip location of the ventricular lead was changed. A perforation was also confirmed via computed tomography. The perforation was repaired and the lead was explanted and replaced with a myocardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator (ipg), (B)(6) 2013; 4574 implantable pacing lead, (B)(6) 2013. (B)(4).